Manufacturer narrative:
Medical devices: 419688 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular lead pacing thresholds started to rise two weeks after implant and is now high. At one week post implant, there was an attempt to reposition the lead for better threshold resulting in little improvement. A replacement procedure was scheduled, but due to patient anatomy, it was decided to reposition the lead. The threshold numbers were good and the lead was left implanted. At the lead revision, an infection was suspected and five days post operative, the patient experienced a fever and chills. A culture was obtained and a pseudomonas infection was confirmed. The patient was placed on antibiotics and the device and all leads were subsequently removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.